Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, missing battery door, and a damaged battery compartment. There was no evidence in the event history log. It was determined that the most probable cause was the dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette not attached error which was found during testing. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported. Lgabato 04-apr-2024.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.